Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus received the following literature. Article title: "uncomplicated common bile duct stone removal guided by cholangioscopy versus conventional endoscopic retrograde cholangiopancreatography" <summary> during an endoscopic retrograde cholangiopancreatography, which were performed between december 2015 and october 2016, olympus duodenovideoscope model tjf-160r or tjf-q180v were used for 50 procedures. The mean age of the patients was 63 years. The ratio of male-to-female was 48:52. In this article, duodenal perforation on one patient was reported. No further information was provided. This is the report regarding duodenal perforation in the duodenoscope.